Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that a coil became stuck inside the shaft of a microcatheter. The target vessel details were unknown. A 4mm x 8cm f-idc interlock was selected for an embolization treatment procedure. During the procedure, the coil wasn't fully deployed. It was noted that it became stuck in the shaft of a non bsc microcatheter. No protrusion of the coil outside the microcatheter was noted. Continuous flushing was performed and maintained throughout the procedure. The procedure was completed by removal of the microcatheter and coil as a unit and the vessel was re selected with a new system. There were no patient complications reported. However, returned device revealed that the coil and the pusher wire were protruding from the distal end of the catheter..

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. It was observed that the interlocking arm of the pusher wire was protruding from the distal end of the catheter. The coil was also protruding from the distal end of the catheter. The coil and the pusher wire were not interlocked. The pusher wire was found to be kinked proximally indicating a resistance was met during the procedure. The coil was jammed in the catheter and it could not be removed. It was inadvertently kinked and stretched in an attempt to remove it. There was a significant amount of blood in the catheter. The zap tip shape and surface was smooth. The interlocking arm of the main coil was inspected and no damage noted. The interlocking arm of the pusher wire was inspected and found to be slightly kinked. The dimensions that could be measured were found to be within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu for interlock fibered idc gives instructions on how to successfully deploy a fidc coil by recommending the use of a catheter with an inner diameter of 0.021in. The preparations for use section of the dfu for interlock fibered idc instructs the user to begin continuous flush before introducing the coil into the catheter. The non-performance of this maintenance step is a contributory factor in the coil and pusher wire arms detaching in the catheter, the coil and pusher wire becoming jammed, the friction experienced and the pusher wire being kinked. (B)(4).